Event description:
The following has been reported: at the beginning of infusion process, the error message "error 17-0080 battery charge" appeared on device screen. To our information, no patient have been affected by the reported device. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Several technical error 17 were found which confirms the reported event. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the battery is functional but the bracket and the mains board (z179372) were found defective. Their replacements solved the issue. Despite several requests for parts return, no additional information was provided. From complaint description it seems that the root cause of the event could be linked to a defective bracket and main board, but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: normal.